Event description:
It was reported that during preparation, while doing start-up process, error code 241 - high water pressure (prime) was displayed after inserting the first delivery device. All steps were taken to correct the error, but the problem was not resolved. A second delivery device was opened and connected, but error 465 - water pressure self-test error was displayed and it was not possible to continue the procedure because the generator did not restart. The malfunction occurred outside the patient. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.